Event description:
Ligasure ref#lf1837, lot#01500235x stopped working during of lap chole. Ligasure was replaced, and surgeon proceeded with case. It did not result of patient injury. FDA safety report ID# (B)(4).